Event description:
It was reported that a novum iq large volume pump under infused during infusion. Halfway through a blood product infusion, it was observed that the blood was infusing slower than expected. It was expected that the blood product should have been halfway through the infusion; however, ¾ of the blood product was still present in the bag. This occurred in the emergency department during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.